Event description:
It was reported that after performing pre-dilatation of the lesion with a 3.0x15 trek balloon dilatation catheter, a 3.5x18 xience v rx drug-eluting stent delivery system was advanced toward the heavily calcified lesion in the non-tortuous mid left anterior descending coronary artery, but the 3.5x18 was unable to cross the lesion. During the attempt to withdraw the xience from the anatomy, the xience was difficult to remove from the anatomy, but force was not applied during withdrawal. Lifted stent struts were noted after removal from the anatomy. The procedure was completed using a new 3.5x18 xience v rx stent. There were no patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.